Event description:
It was noted that during the implant that that the patient had hypotension.

Manufacturer narrative:
Correction: b5 and h6 should have had the hypotension/low blood pressure.

Manufacturer narrative:
The reported events were lead fracture and sensing noise. As received, a complete lead was returned in two pieces. The reported event of sensing noise was confirmed. Visual inspection found an internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil with one abraded ring electrode cable coating. The cause of sensing noise was due to internal insulation abrasion underneath the right ventricular shock coil. The reported event of lead fracture was not confirmed. Electrical testing and x-ray inspection did not find any indication of fractures on any conduction paths.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination, it was noted that the right ventricular (rv) lead had fracture and was oversensing noise. The physician explanted and replaced the rv lead on (B)(6) 2023. The patient condition is unknown.